Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that they were still having back and leg pain. It was reported that the therapy wasn't helping their pain but had actually worsened. A healthcare professional (hcp) reported that there was low back pain. The patient reported that they had stimulation up to 10.10 volts but was still experiencing pain. Mentioned that there was soreness of their muscles due to overstimulation. Additionally, the patient mentioned pain in buttocks on the opposite side of the implant when getting up from a seated position and waking up at 3 am with back and leg pain almost every morning. The main reason for getting the stimulator was to get the patient off narcotics. Only one lead was implanted due to scar tissue from years of other back procedures. The patient was implanted for pain from fibromyalgia and degenerative arthritis. There was a report that the cause of the worsening leg and back pain was not determined. An MRI was being ordered by the hcp to determine the cause and create a plan. The patient reported that the cause of the worsening leg and back pain was before they got their stimulator, they were having all of the symptoms. They had been getting worse and the pain wears them down after a while. Steps taken was the use of pain patches provided by the physician. When the pain gets really bad, they turn up their stimulation to 10.10 or 10.15. If they went any higher, their legs would feel very weak. As far as overstimulation, it was on program 1 so they just don't go as high on program 1. They keep it on 120 to 480 but also requested an MRI because they felt that their back problems may have gotten worse. It seems that they were hurting really bad after 3 to 3.5 hours when they were active. But when sitting down, they could put their stimulation on 6 to 7 and be okay. Relevant medical history includes spinal pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.